Event description:
It was reported that the patient experienced recurrent low and very low glucose events while using the ilet and was involved in a single-vehicle car accident following hypoglycemia; emergency medical services evaluated the patient on scene, and no transport or hospitalization occurred. Symptoms included hypoglycemia. Outcomes included transient functional limitation and the need for on-scene evaluation without additional medical care. Investigation included review of reported glucose data and user interaction, including education and troubleshooting with a plan to perform a factory reset and gather additional details about low events. Investigation of this case revealed that the patient had approximately 10% time in low/very low range and was using meal announcements as a primary method to correct high glucose, indicating suboptimal use of correction strategies. It was concluded that user technique contributed to recurrent hypoglycemia and that device replacement was not indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.